Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 10 of 11 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 10 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 11 malfunction events where a midwest e plus handpiece would not hold burs. No injury resulted in any of the events.